Event description:
Related to MFR report # 2183959-2012-01354. It was reported by the plaintiff¿s attorney that on or about (B)(6) 2010, the plaintiff was implanted with an elevate anterior prolapse repair system. It was also reported by the plaintiff¿s attorney that a ¿repair¿ surgery occurred on or about (B)(6) 2011. It was alleged that after the ¿implant surgery in 2010, ¿plaintiff had continued urinary incontinence and experienced lower abdominal/back pain¿. The plaintiff ¿suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, dyspareunia, continued bladder and urethra infections, and other injuries¿. The plaintiff ¿has experienced and will continue to experience significant mental and physical pain and suffering, as well as continued symptoms to stress urinary incontinence and pelvic organ prolapse; has sustained permanent injury; has undergone corrective surgeries¿.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.